Event description:
Reporter alleged discrepant back to black blood glucose device results of 58, 175, 184, 42 & 138 mg/dl when testing was performed < 10 minutes apart, on the advantage system (meter with strip lot 549515, and expiration date 02-29-2008). Patient did not provide the location where the discrepant results were obtained. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.